Event description:
It was reported that the procedure was to treat a 90-95% stenosed lesion in the mid right coronary artery with mild tortuosity and no calcification. The 2.25 x 8 mm nc trek was advanced to the lesion without issue and inflated to 2 atmospheres (atm), but the balloon was not inflating. The device was removed without issue. An attempt was made to inflate the balloon on the table, and a pinhole was noted in the balloon. A new trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.